Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed transient low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log file contained events from 26dec2023 through 31jan2024. Transient low flow hazard alarms were captured from (B)(6) 2024 through (B)(6) 2024 when the estimated flow was calculated below 2.5lpm. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists right heart failure and hemolysis as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 7, "alarms and troubleshooting", outlines all system controller alarms, as well as how to respond to each alarm condition. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient's right heart was deteriorating and the symptoms were guiding treatment for that. There was low suspicion for pump malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital for low flow alarms. The patient presented with shortness of breath, edema, and hemolysis. Lactate dehydrogenase labs were sent. Log files were submitted due to concern for change in pump function. It was noted that the patient was experiencing right heart failure. The log files captured low flow events. Mechanical circulatory support (mcs) equipment was operating as expected.